Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon further review, previously reported event description contained errors. Event description should read as follows.

Event description:
It was reported that the implantable neurostimulator recharger (insr) wasn't charging. She stated that starting probably in (B)(6), she had to have the wall plug plugged in to electricity while charging her implant or it wouldn't charge. No interventions or outcome were reported regarding this event. Additional information received from the patient reported that the connector pin did not feel loose or broken, and the green light was showing on the power supply. The insr had been plugged in for two days however, it was only blinking at the 25% mark. The patient was experiencing a lot of pain in the sacrum due to being unable to turn on the implantable neurostimulator (ins); the equipment was not allowing her to turn on the ins at the time. The patient received a new desktop charger yesterday and it was still not recharging. It was later reported that the connector pin was loose. Further follow up was being conducted to determine the cause and if the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) wasn't charging. She stated that starting probably in (B)(6) she had to have the wall plug plugged in to electricity while charging her implant or it wouldn't charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received the event will be updated. Patient indication includes lumbar radiculopathy. The patient reported that the connector pin did not feel loose or broken, and the green light was showing on the power supply. The implantable neurostimulator recharger (insr) had been plugged in for two days however, it was only blinking at the 25% mark. The patient was experiencing a lot of pain in the sacrum due to being unable to turn on the implantable neurostimulator (ins); the equipment was not allowing her to turn on the ins at the time. The patient received a new desktop charger yesterday and it was still not recharging. Further follow up was being conducted to determine the cause and if the issue was resolved.